Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 519 mg/dl. Her doctor thought she was going into a diabetic ketoacidosis but she was not hospitalized. The transmitter was not blinking when it was attached to the sensor. The product was not returned. Nothing further to report.